Event description:
Info received indicated that a pt was being lowered from the lift at its highest position, into a reclined chair. The lift tipped over landing on the caregiver's shoulder. The pt fell on top of the chair, fracturing three ribs.

Manufacturer narrative:
Local rep visited the facility and lift was inspected. Golvo was found to be functioning properly and was not damaged. Lift was returned to service at the facility. An incident report was requested from the facility, but was not made available.